Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced persistent infections at the abutment site and subsequently underwent skin revision (date not reported) to remove the abutment and debride and incise the abscessed area. There are plans to place a cover screw however this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.